Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and was able to verify the issue. While troubleshooting on the unit, the stm found that the vacuum, k7, was not activating. The part was ordered and returned to the site to replaced the drive assembly. Since this did not resolve the problem, the stm reported that after further troubleshooting, the solenoid driver board was defective. The stm replaced the pcb and was able to complete the diagnostic. Subsequently, the stm complete a performance and safety tests with no further issues. The iabp was approved for clinical use, and returned to the customer.

Event description:
It was reported that before therapy and while the cs300 intra-aortic balloon pump (iabp) was being prepared, a system failure issue alarm occurred. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that before therapy and while the cs300 intra-aortic balloon pump (iabp) was being prepared, a system failure issue alarm occurred. There was no patient involvement, and no adverse event reported.